Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable and the image processor were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that there was a loss of data on the system. There is no report of injury or death associated with the event described in this complaint.